Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, during intraocular lens implantation surgery, the haptic was torn or broken. Additional information was received stating that, the procedure was completed on the same day by replacing the lens with another lens during the same procedure. There was no patient harm.